Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and was hospitalized on (B)(6) 2018 due to the high blood glucose and the diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose level was 65 mg/dl. The customer was treated by giving bolus with the insulin pump and manual injections and blood glucose went down. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported that the insulin pump had a no delivery alarm. The customer¿s blood glucose level was 82 mg/dl, 200 mg/dl and 368 mg/dl. The insulin pump will not be returned for the analysis.